Event description:
It was reported that during a laparoscopic cholecystectomy with cholangiograms, the clips crossed at the tip when fired. There was no unexpected resistance or noise. The clips were removed from the patient. The device was replaced. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaws appeared to be in proper alignment and the clip retainer and push fork were acceptable. Upon functional evaluation, the device was fired six times. Five of the fired clips were found to have proper pinch and alignment. One clip was misaligned. The device history record was reviewed and no discrepancies were noted.